Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that following implant of the right ventricular (rv) lead, a cardiac perforation was observed. The rv lead was successfully repositioned. The patient was stable following the procedure and there were no adverse consequences.